Event description:
This is an intra-operative malfunction of instrument, occurred in (B)(6). During a surgery dated (B)(6) 2013, after impacting a delta tt cup on the acetabulum with the positioner/impactor, the surgeon could not unscrew the instrument from the cup. The positioner seemed to be seized. The surgeon ended the surgery by implanting another delta tt cup.

Manufacturer narrative:
We checked the DHR of the positioner/impactor (batch 1300575) and of the delta tt cup (batch 1203255), w/o finding any anomaly which could have caused the reported intra-operative seizure. We also rec'd the two components still coupled. We could unscrew the impactor from the cup and, after doing that, we performed a functional check on the male (impactor) and female (polar hole of the cup) threads; this check, performed with the proper gauges, confirmed the full compliance of both the threads to the specifications. This is also confirmed by the fact that the instrument can be easily screwed on the cup and unscrewed from the cup, w/o applying excessive strength. Based on the above analysis, there are no defects on both the instrument and cup. We believe that the cause of this intra-operative issue is the excessive strength applied by the surgeon when screwing the impactor into the cup. This, combined with the stresses caused to impact the cup, has prevented the unscrewing of the impactor from the cup during the surgery. This is the 1st similar case reported to lima corporate. Moreover, the surgical technique provided with the delta prosthesis system specifies that the impactor involved must not be used with definitive cups, but only with trial cups. There is another impactor specific for the impaction of the definitive cup, which helps preventing the deformation of the cup during impaction. A prompt communication has been given to the complaint source in this sense.